Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user sought assistance with a cartridge change and subsequently experienced a device shutdown during a supply change due to charging issues, with blood glucose reported over 400 mg/dl; initial replacement of the ilet and charger was arranged, then canceled after determining the device had been placed on the charger incorrectly due to a case clip obstructing proper charging, and a previously issued device was later returned. Symptoms included hyperglycemia. Outcomes included elevated blood glucose without hospitalization. Investigation included remote troubleshooting, user education on correct charging setup, and logistics review for device return. Investigation of this case revealed user error related to charging while the device remained in the clip, leading to battery depletion, with no damage or malfunction noted upon user inspection. It was concluded, based on previously established findings for similar reports, that the cause was use error.